Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator. The caller stated that the doctor thought the lead was defective. The caller stated that the doctor attempted to reinsert the stylet into the lead during a procedure but were not able to do so. The doctor pulled the lead and attempted to insert the stylet which failed. The caller stated that he thought they jammed the stylet in the lead but the account thought it was a defective product. They opened a second lead but aborted the case and scheduled the patient for another implant case in december.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead (s/n: (B)(4)) found that stylet insertion was blocked by foreign material inside of the stylet coil. The foreign material was identified as protein-based. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.